Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. Three pieces of actual samples were returned for investigation. Based on the complaint description, it was reported the cuffs were herniated. Investigation was conducted by inflating the cuff with 7ml of air. In manufacturing, the herniated or asymmetry cuff is inspected 100% during cuff inspection. Based on our measurement done on the samples, the asymmetry ratio is still within the specification of (B)(4) as defined in the (B)(4). As such the cuffs are still acceptable. Based on the above investigation, the asymmetrical ratio on actual samples was found to be in the acceptable limit. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: complaint alleges that an 8fr urinary catheter was placed in the bladder for vcug preparation. In the x-ray room, the radiology technologist attempted to deflate the balloon to begin the procedure. The balloon would not deflate. The physician assisted by the radiology technologist placed a guide wire up the channel that leads to the balloon, releasing the saline. The catheter slipped out of the bladder and patient was sent home with no injury. The patient condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: complaint alleges that an 8fr urinary catheter was placed in the bladder for vcug preparation. In the x-ray room, the radiology technologist attempted to deflate the balloon to begin the procedure. The balloon would not deflate. The physician assisted by the radiology technologist placed a guide wire up the channel that leads to the balloon, releasing the saline. The catheter slipped out of the bladder and patient was sent home with no injury. The patient condition was reported as fine.